Manufacturer narrative:
Current info is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. There are warnings in the package insert that state that this type of event can occur. Evaluation of returned device found evidence of fracture due to bending overload. This report filed on june 11, 2007.

Event description:
It was reported that pt underwent left total hip arthroplasty in 2007. Tip section of rasp fractured in pt's intermedullary canal and was noted on post-operative radiographs.